Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device discarded.

Event description:
It was reported that during a surgical procedure on the femoral stem, the blade broke at the mount while cutting. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a back-up blade.

Event description:
It was reported that during a surgical procedure on the femoral stem, the blade broke at the mount while cutting. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully using a back-up blade.

Manufacturer narrative:
The device was not returned for investigation. The quality investigation is complete.